Manufacturer narrative:
The insulin pump was received with constant failed battery test alarm due to corroded battery tube and corroded battery cap contact. The device had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and broken battery tube threads.

Event description:
It was reported that the patient's insulin pump had a crack on the cylinder that holds the connection of the battery cap to the cylinder. Patient states that there are pieces that have fallen out where battery cap connects to the insulin pump. The insulin pump also experienced several failed battery tests. The patient does not know their blood glucose level. He stated that the physical damage occurred because of the over-tightening of the battery cap. Patient believes that the physical damage is the cause of the failed battery tests. Advised patient to discontinue use of the insulin pump and revert to back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.